Manufacturer narrative:
Device available for evaluation corrected this section to "yes" and added (B)(6) 2017 as the device return date. Device evaluated by manufacturer: corrected this section to "yes". Results of engineering evaluation: the reported delivery catheter was returned and an engineering evaluation was performed. Engineering showed the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The inside of the trailing olive had imprints from the polyimide guidewire lumen, indicating that the leading end of the catheter had been bonded at the trailing olive. The root cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Prior to the endoprostheses being implanted, the left internal iliac artery was coil-embolized. An iliac branch component was deployed in the right common iliac artery and a delivery catheter for internal iliac component (hgb161007a/15721560) was advanced over the aortic bifurcation. The leading end of the delivery catheter was caught on the ostium of the right internal iliac artery (riia), and several attempts were made to position the delivery catheter into the riia, but those were not successful. The physician elected to remove the delivery catheter through an introducer sheath, and the leading portion of the delivery catheter was detached and remained in the riia. The internal iliac component was spontaneously deployed approximately 2cm proximal to the bifurcation of the iliac branch component. The physician decided to fully deploy the endoprosthesis at the current position and remove the delivery catheter. The detached leading end of the delivery catheter could not be retrieved by endovascular means so that the physician elected to continue the procedure with the detached portion of the catheter remaining in the riia. Aortic extender component was deployed proximal to the iliac branch component and a trunk-ipsilateral leg component was implanted from the patient¿s left side. A contralateral leg component was then deployed to bridge the contralateral gate and the aortic extender component. After all the endoprostheses were deployed, the detached leading end of the delivery catheter was surgically retrieved. The patient tolerated the procedure.